Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there were 400 tubes with insufficient additive. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Summary investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for insufficient additive with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to insufficient additive as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of insufficient additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.